Event description:
It was reported that the pump is alarming and the screen reads no disposable clamp tubing. The pump is stopped and continues to alarm. The patient does not know how to close a clamp and was instructed on how to do so. Bubbles observed in the tubing that extends across the top of the cassette. Cassette tapped gently on a firm surface, tubing massaged and cassette reattached. Pump started. The screen reads no disposable pump won't run. Above steps repeated a second time with the same results. Instructed the patient to turn the pump off, keep the clamp closed and follow-up with her clinic. She was scheduled to have the pump removed this afternoon. The patient stated, "that's it?" Explained to the patient that the alarm could not be resolved. Length of call 17 minutes. No additional information available.